Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used during a left colectomy. After 15 minutes use, short circuit error occurred. And the user found that the ptfe pad was severely worn. The procedure was completed with a similar device. There was no patient harm reported. No fragment fell off inside the patient.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-01271 to provide additional information based on the evaluation of the device. The subject device was returned to olympus medical systems corp (omsc) for evaluation. Device manufacturer date was identified and filled in device manufacture date part of the report. The manufacturing record was reviewed with no irregularities. As a result of evaluation of omsc on october 5, 2016, the ptfe pad was partially worn but there was no malfunction which caused or might cause the fragment to fall inside the patient. Therefore, we are retracting MDR. There were contact marks on the surface of the probe and the metal part of the jaw. There was a possibility that the reported error occurred since the ptfe pad was partially worn and probe contacted with the metal part of the jaw.